Manufacturer narrative:
According to the report, "pseudoaneurysms and or dissection at the root of medtronic freestyle aortic valves observed during explantation of the valve. Bioglue was used during implantation." Implant date was in (B)(6) 2012. On (B)(6) 2016 an email was sent requesting additional information such as, the lot number of the bioglue, date of implant, date of explant, operative notes if available, amount of bioglue used and the location of use, and any other patient information. A response was received on (B)(6) 2016 stating that the lot number for the bioglue is unknown, the implant must have been in (B)(6) 2012, the date of explant was (B)(6) 2015, operative notes are not available, 5ml of bioglue was used to seal anastomosis and there is no other patient information available. A clarification was received that the implant date must have been in (B)(6) 2012 as the medtronic report listed that upon explant on (B)(6) 2015 the valve had been implanted for three years and one month. A review of manufacturing records was not requested as a lot number for the bioglue is unknown. A review of the available information was performed. The explanted medtronic freestyle aortic root bioprosthesis (mfb) was examined by medtronic. A report of the examination shows evidence of a pseudoaneurysm, a cuspal tear and rupture/dissection of the valve, and traces of amber colored "bio-glue' observed on the sewing cloth and right coronary buttons. Additionally, cuts and/or tears were observed on the sewing ring. A definitive cause for the pseudoaneurysm cannot be determined, however the medtronic investigator suggested that the use of a "tissue sealant" could be toxic to native tissue and result in undue stress on the bioprosthesis. However, the investigator provides no evidence to support this conclusion. Additionally, the medtronic investigator does not connect bioglue with the reported tear in the mfb. Pseudoaneurysm formation associated with the mfb has been reported in the literature and it is reported that mfb pseudoaneurysms occur both with and without the use of bioglue. The root cause for the reported pseudoaneurysm is unknown. Pseudoaneurysm formation is a known complication of the mfb and has been reported to occur in the absence of bioglue. At this point, there is no evidence to suggest that bioglue contributed to the reported event. The IFU states, "bioglue works best when the target surgical field is dry. A dry surgical field can be described as a field that does not restain with blood within 4-5 seconds after wiping dry with a surgical sponge," "do not apply bioglue in a surgical field that is too wet. This may result in poor adherence," and "the area of adhesive application should not be compressed or subjected to extra pressure."

Event description:
According to the report, "pseudoaneurysms and or dissection at the root of medtronic freestyle aortic valves observed during explantation of the valve. Bioglue was used during implantation." Implant date was in (B)(6) 2012.

Manufacturer narrative:
This investigation is currently ongoing. Any additional information will be provided in the follow-up report.

Event description:
According to the report, "pseudoaneurysms and or dissection at the root of medtronic freestyle aortic valves observed during explantation of the valve. Bioglue was used during implntation." Implant date was in (B)(6) 2012.